Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the "top filter". This issue was identified during infusion with normal saline. To resolve the issue, the pump was stopped and the tubing was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing which revealed a leak between the disks of the check valve. The reported condition was verified. The cause of the condition was due to a material related issue during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.